Event description:
Overdelivery due to pt tampering reported. Reporter states, "the pt was able to get hold of a key and infuse himself with dilaudid." A key to the pump fell from the pt's pajamas and he admitted to self administering the narcotic. In addition to the programmed amount, he self-administered a bolus of approximately 9mg of dilaudid. Device settings were not available. The pt was sedated but had no change in vital signs/respiratory status. He rec'd narcan and responded quickly. No adverse sequelae reported. Customer reports they are "taking preventative measures to keep keys secure in the future." No additional info available.